Event description:
Monopolar electro-surgical cable was in use during a laparoscopic cholecystectomy case. When the power was applied, the cable began to spark and burn near the end that connected to the forceps. No injuries were reported. The cable was replaced and the case was completed.